Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure of a calcified proximal-mid lad lesion, the tip of the wire fractured and remained in the pt. The physician used a right brachial approach. The distal area of lesion was crossed with the rotawire floppy. After setting the frequency of rotation of a 2.25mm burr to 160,000 rpm, it was debulked 3 times. While removing the 2.25mm burr during dynaglide, the wire became entangled at the backside of advancer. The physician was able to untangle the wire and advanced an ivus catheter over the wire. After ivus, he found under x-ray that the wire tip had separated in the distal lad. The rotawire floppy was replaced with another MFR's wire. After crossing the lad proximal to mid with the wire and a quantum maverick 3.0/20 mm, the balloon was inflated to 22 atm's (rbp=20 atm's). The physician was unsuccessful in snaring the wire tip despite several attempts. This procedure was finished and the separated wire remained in distal lad and good blood flow was noted in the lad. Pt status is listed as "good."